Manufacturer narrative:
In 2009 this customer reported that they could not get a paddles ECG waveform with this device. They switched to a different device for continuation of treatment. The involved patient died, but the customer has stated that the device was not a factor in the patient's outcome. A follow-up report will be submitted after phillips obtains more information about this event.

Event description:
In 2009, this customer reported that they could not get a paddles ECG waveform with this device. They switched to a different device for continuation of treatment. The involved patient died, but the customer has stated that the device was not a factor in the patient outcome.